Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Complaint sample was evaluated and the reported event was confirmed. Visual analysis confirms the driver is stripped but not fractured. DHR was reviewed and no discrepancies relevant to the reported event were found. Root cause was unable to be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. It was previously reported that the quantity was two, but this report is only for one driver.

Manufacturer narrative:
(B)(4). Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It is reported the driver slipped/fractured while screwing or unscrewing during surgery. A surgical delay of greater than 30 minutes, to retrieve a secondary driver, has been reported for this issue; however, it is unclear at this time if this occurred during this event. Attempts have been made and additional information on the reported event is unavailable at this time.

Manufacturer narrative:
Product has been received by zimmer biomet and the investigation is now complete. Complaint sample was evaluated and the reported event was not confirmed. Visual analysis confirmation shows that the tips of the devices are stripped, but not fractured. This confirms the complaint of stripped drivers, but not of instrument fractures. Because of the damage to the devices, dimensional analysis was not conducted. Review of the complaint history determined that no further action is required. Root cause was unable to be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.